Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The representative ordered a new foot switch. No further service info was provided.

Event description:
The customer reported that the foot switch on the system would stick. No pt injury was reported.